Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with no physical damage. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. Performed functional test and verified the light-emitting diode (led) display was not working properly (led failure) with constant low battery alarm. The most probable cause was due to a faulty main board. The root cause was undetermined/unknown. For corrective action, the faulty main board was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the battery alarm is not working properly. No patient involved.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.